Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation on the wrong location and ineffective pain relief. Patient declined to be reprogrammed. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the existing lead was explanted and replaced with two percutaneous leads. Effective therapy was not restored post operatively and surgical intervention may take place to restore effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved. No additional surgery or revision is needed.